Event description:
It was reported the generator showed a u504 probe damage error during a laparoscopic hysterectomy, about an hour into the procedure. The user detached and reattached the handpiece of the subject device and unplugged and replugged the transducer, and then did a probe check in water. The user continued to use the device and the jaw broke off inside the patient. The surgeon removed the jaw and stopped using the handpiece. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.